Manufacturer narrative:
The reported event of backup mode was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the battery depletion was premature. The device battery was analyzed by the manufacturer and results found normal results. Despite extensive testing the source of premature battery depletion could not be determined.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker was in backup vvi. The pacemaker was explanted and replaced. The patient's condition is unknown.

Manufacturer narrative:
Corrected data: h6 codes were updated to subtract the premature discharge of battery code as it was discovered during analysis and not report by the field.